Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During device evaluation an event code was observed in the memory. The code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and the reported issue was able to be verified and unable to be duplicated. The service log was cleared and the service code did not return. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
During device evaluation an event code was observed in the memory. The code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient involvement reported with the event.